Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump when into threshold suspend. Customer's current blood glucose is 188 mg/dl. Customer treated the 75 with organic fruit snacks. Customer does not exhibit symptoms of low blood glucose. Customer sensor blood glucose value is 60 and suspend threshold is 60. Customer was explained the differences between sensor glucose versus blood glucose. Customer was advised to monitor blood glucose and test for low sensor glucose before treating.